Event description:
It was reported that the patient with this implantable device had a failing battery and patient is having a surgery to have it replaced. A new device was implanted. No additional adverse patient effects were reported.